Event description:
During a c-section closure the neelde tip broke during suturing. The tip ws not retrieved. No tip was located during x ray or blood straining. The layer of closure was the first layer. There were no consequence reported.